Manufacturer narrative:
The company service rep examined the system and probe and did not find a problem. The root cause of the pt event cannot be determined in this investigation. (B) (4). (B) (4). (B) (4).

Manufacturer narrative:
The company service rep examined the system and probe and did not find a problem. The root cause of the pt event cannot be determined in this investigation. (B) (4). (B) (4). (B) (4).

Event description:
The customer reported the biometry probe was giving an erroneous measurement (long-sighted). Add'l info received stated the pt was under-corrected.